Event description:
The patient's peritoneal dialysis nurse called tech support stating that the patient was diagnosed with peritonitis ten days ago. The nurse stated the patient drained 4700ml during drain 3 of his treatment on the day he was diagnosed with peritonitis. Since then, the patient has treated per treatment prescribed on the day of his diagnosis. The cycler operated as programmed and stayed within the drain logic, and made sure the over fill check was satisfied. Nurse said that the patient is still using the cycler and the nurse wanted to inform fresenius about the patient drain issue. No replacement cycler requested.

Manufacturer narrative:
The liberty cycler was operating correctly and was not returned. There were no reported cassette fluids leaks, or device malfunctions. Per fresenius pharmacovigilance physician: peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the aseptic technique; there is no history of device malfunction or cassette leaks which could have caused or contributed to this event of peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.